Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing during the fill tubing sequence of the load process. The customer's blood glucose level was 355 mg/dl and was addressed with a bolus via the pump. The customer loaded a new cartridge and successfully resumed insulin delivery. Tandem technical support assisted the customer in going through the load process.